Event description:
Customer reports generator to have intermittent power. The fault occurred during treatment. There was no injury to the patient however the treatment was unsuccessful and the patient required treating again.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the unit was fully tested and no functional non-conformities that were related to the complaint were found.